Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed by technical support to perform various troubleshooting steps, including disconnecting tubing, tightening the t: lock, holding the tubing downward, and delivering boluses of insulin. Customer was advised to replace supplies and resume insulin.